Event description:
It was reported that during a follow-up in clinic, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition and there were no adverse consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead with partial stylet inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.